Event description:
It was reported that the patient had an open heart procedure to place epicardial leads. Two leads were placed into the left ventricular (lv), but the leads were unable to obtain adequate positioning and unable to obtain adequate lead measurements. Booth leads were capped. Subsequently, a competitor ICD device was implanted and one of the leads was able to be placed and was re-activated for use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).